Event description:
The user facility reported a 67-year-old male had an impella cp explanted and subsequently developed bradycardia and ventricular fibrillation/ventricular tachycardia arrest. The patient was implanted with a second impella cp device for mechanical circulatory support. The patient developed a hematoma and access site bleeding occur. The patient was given two units of blood and the pump was explanted six days after the implant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. The root cause of the access site bleeding issue was most likely patient movement since it was reported after the patient transferred to intensive care unit.